Event description:
It was reported that the light cord gets very hot and burned the drapes and the dr's hand through his gloves. Delayed surgery for 10-15 mins. The light cord was switched out to continue case.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.